Event description:
The customer reported to olympus, the evis lucera colonovideoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation not confirmed. The evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value. Furthermore, the following additional issues were identified during inspection: nozzle has foreign object due to insufficient cleaning, adhesive on bending section cover or distal sheath (a-rubber) has a chip, adhesive on a-rubber has white-clouded area, adhesive on a-rubber has a crack, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive around objective lens is peeled, and due to adhesive peeling around objective lens, streak of flare appears in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle of the distal end section was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 preparation and inspection describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.